Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist installed the dental implant after its expiration date.

Event description:
(B)(4) - the dentist reported that nearly 3 months after the dental implant was installed in intraoral region 5#, its non-osseointegration was observed. The patient presented bone type iii.